Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2012, that a customer had an issue post trellis procedure. The customer reported a gastric bypass procedure was performed on a female pt (B)(6) on (B)(6) 2012. Prior to the bypass procedure, an ivc filter was placed prophylactically. Post-op day 8, the pt was evaluated in the ER as a result of swelling/pain. Post-op day 10, a trellis procedure was performed via popliteal access. The trellis device was not run through the previously placed ivc filter. The device ran twice and 10 mg of tpa was infused. They aspirated with the trellis device and then removed the device. Aspiration was performed a second time with a 7 fr march 1 catheter (non-covidien device). After completion, the pt was sent for a venogram. Upon eval, it was determined that a large amount of clot had been removed (approx 30% reduction of clot burden), however, a large clot burden remained. A hospital protocol prohibits the use of peripheral lytic post-op. The procedure began at 3 p.m. And the pt later passed away at approx 8 p.m.